Manufacturer narrative:
It was reported that a ventilator did not pass the pre-use check and a technical error indicating communication error with air gas module. Our field service engineer investigated the ventilator on site and replaced following parts: gas module air, pull magnet, monitoring printed circuit board (pcb), pneumatic back-plane pcb, two pressure transducer pcbs, expiratory channel pcb. Simulated test use in a ventilator of the returned gas module air, pull magnet, monitoring printed circuit board (pcb), pneumatic back-plane pcb, two pressure transducer pcbs passed the performed pre-use check. No abnormal found during ventilation. During testing of the expiratory channel pcb the reported error could be reproduced: pre-use check failure (safety valve test failed). A technical error was also observed that indicates that the safety valve is open. Electrical measurements on the expiratory channel pcb showed that a capacitor and an inductor in the pull magnet supply circuit were defective, which caused the safety valve to always be in open state. A failure in the pull magnet supply circuit can lead to stop of ventilation if the safety vale is not in its predetermined state. Appearance of this failure will be notified to the user by generated high priority alarms and a technical error code. If the fault is present it will be detected during pre-use check. The conclusion in this matter is that the reported issue was caused by a defective inductor and capacitor on the expiratory channel pcb, that is part of the safety valve function.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).